Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other additional graftmaster devices referenced in b5 and d11 are being filed under separate medwatch report numbers.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending coronary artery with moderate calcification and moderate tortuosity, the patient presented with a free perforation with extravasation. A 4.00 x 26 mm graftmaster covered stent delivery system (sds) was deployed; however, the perforation was not completely sealed. A 3.50 x 16 mm graftmaster stent was advanced but could not cross the lesion due to resistance with a 6f unspecified sheath. Two further graftmaster stents (3.50 x 16 mm and a 2.80 x 16 mm) were deployed but the perforation still did not fully seal. Ultimately a 2.80 x 16 mm graftmaster covered stent was successfully deployed; however extravasation was still noted. The patient left theater on an extracorporeal membrane oxygenation [ECMO] system. Anticoagulation was reversed and the peroration was noted to have self sealed. The patient was extubated and was initially reported to be stable. The patient declined further medical intervention and reportedly expired from heart failure 4 days post procedure. No additional information was provided.